Manufacturer narrative:
An event of paravalvular leak (pvl) and valve underexpansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported pvl could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The native aortic annulus diameter was 24.8mm, and perimeter was 78mm. During the procedure, the valve was deployed, but it did not fully expand. The valve was recaptured, and a pre-dilatation was performed with a 24mm balloon. The valve was implanted using a new flexnav delivery system. A mild to moderate perivalvular leak was noted. A post-dilatation was performed with the same 24mm balloon. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.